Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised for an unknown reason on an unknown date. It is also unknown what device was revised.